Event description:
The customer contact reported a black, hard, rubber-like particulate located inside the tubing approx 6 inches distal to the cassette. No tracking info was provided; therefore, specific pt info, or event details were not available. There were no reported adverse pt effects. Though requested, no additional info was provided.